Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump fell. There was no reported impact to customer's blood glucose. Customer did not have a form of backup therapy and declined follow up from tandem technical support to ensure backup therapy was obtained.